Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast capsular contracture, MRI results indicating breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 700cc gel breast prostheses when one of the breast prostheses ruptured post implantation. Rupture of the patient¿s left breast prosthesis was diagnosed via MRI. Additionally, the MRI results indicated that the patient developed a mass in her right breast that is suspected to be a fibroadenoma. Lastly, the patient developed capsular contracture (baker grade unknown) in her left breast post implantation as well as left breast nipple discharge. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. During explant surgery, it was observed that the left breast prosthesis was removed intact and that it was the right breast prosthesis that had ruptured. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2022-09880 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 21-dec-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and also developed a breast mass. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).